Manufacturer narrative:
Additional information was received the patient underwent an explant procedure since the patient needed a magnetic resonance imaging (MRI). The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient will not undergo an explant procedure due to other health issues that were unrelated to the scs device.

Event description:
A report was received that the patient had a traumatic cerebral hemorrhage that required hospitalization and rehabilitation. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial/lot #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had a traumatic cerebral hemorrhage that required hospitalization and rehabilitation. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the traumatic cerebral hemorrhage was not device or procedure related.

Event description:
A report was received that the patient had a traumatic cerebral hemorrhage that required hospitalization and rehabilitation. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had a traumatic cerebral hemorrhage that required hospitalization and rehabilitation. The patient will undergo an explant procedure.